Manufacturer narrative:
Siemens filed the initial MDR 1219913-2016-00159 on september 14, 2016. On 10/03/2016 additional information: the customer did not perform serial dilutions on the sample. The customer does not believe heterophile antibody is the cause. The customer is sending the patient sample for testing at the manufacturer site. Siemens healthcare diagnostics is investigating.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2016-00159 on september 14, 2016. Siemens filed the MDR 1219913-2016-00159 supplemental report 1 on october 11, 2016. On 01/05/2017 additional information: siemens healthcare diagnostics has not received the sample for testing and investigation. Multiple requests were made to the customer. Due to the elapsed time, the patient sample would no longer meet the sample storage requirements for the assay. Therefore, the cause can not be determined. The presence of an interfering substance in the sample can not be ruled out as the cause. The cause for the discordant advia centaur xp troponin ultra results is unknown. The instrument is performing within specifications. No further evaluation of the device is required. The IFU states in the limitations section: "heterophilic antibodies in human serum can react with reagent immunoglobulins, interfering with in vitro immunoassays. Patients routinely exposed to animals or to animal serum products can be prone to this interference and anomalous values may be observed. Additional information may be required for diagnosis. Samples from patients receiving preparations of mouse monoclonal antibodies for therapy or diagnosis may contain human anti-mouse antibodies (hama). Such samples may show either falsely elevated or falsely depressed values when tested with this method."

Manufacturer narrative:
The cause for the discordant advia centaur xp troponin ultra results is unknown. Siemens healthcare diagnostics has requested the patient sample for further testing and investigation. The instruction for use under the summary and explanation of the test section states the following: "always analyze ctni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of mi. In accord with published recommendations, serial testing of ctni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single ctni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with ctni results in aiding the diagnosis of mi."

Event description:
Discordant advia centaur xp troponin ultra (tni-ultra) results were obtained on samples from the same patient when tested in duplicate. One result was positive and one result was negative on the first sample. The second sample was positive initially and was negative upon repeat. The patient sample from the day before was repeated on different instruments and the results were discordant (negative and positive). The patient samples were sent to another hospital and tested on an alternate method. The results were negative and fit the clinical picture. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant troponin ultra results.